Event description:
It was reported that the patient is experiencing discomfort.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This device is used for the treatment of the patient. No surgical notes were provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Review of the device history records was not possible as the product and/or lot numbers required for the retrieval are unavailable. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause for the patient's pain cannot be determined with the information provided.